Manufacturer narrative:
The reported events of unspecified helix rotation issues were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The helix remained extended and did not retract on its own. The measured helix extension length was within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure the atrial lead helix's repeatedly retracted after being positioned. The lead was not used and replaced. The patient was in stable condition.